Event description:
It was reported the coil could not be detached after several attempts and re-positioning for about 20 minutes. Upon removal, the coil stretched. There was no pt injury reported, however, the pt was placed in acetylsalicylic acid and plavix for 6 months to prevent thrombus.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after the evaluation is completed.